Event description:
Poly wear after being in for 18 years was reported. Patella and poly were exchanged for new (B)(4) and (B)(4) . Implants were given to the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. The lot code for the reported device, x-rays and medical records were requested but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-01665.